Event description:
It was reported that the pump emitted a replace battery alarm and the battery was warm to the touch.

Manufacturer narrative:
There is no reported patient impact associated with this event. The pump was returned to animas for evaluation. Evaluation found that the pump functions were operating within required specifications, and the complaint that the battery exhibited heat could not be verified or duplicated. Evaluation also found that the pump exhibited a visible battery compartment crack and corrosion inside the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or waterproof feature of the pump.